Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that implant was placed after tooth removal. After several days patient went to the clinic with pain and doctor find out process around the implant. Implant was removed. Patient will have to return to place a new implant. There were some infections/processes left after tooth removal that caused this problem.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One imp,tsv,4.1mm,sbm,13 (tsv4b13) was returned for investigation. No credible malfunction was identified with the implant, that would contribute to the reported event. Implant matched prints where measured. Infection could not be verified. Summary investigation attached in complaint. The device could not be functionally tested for the reported failure (pain). Pre-existing condition noted on the per was moderate bone density ¿ type ii. The reported device had been placed on tooth #unk for approximately 1 month. DHR review for the lot number (63882872) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. Products was conforming at the time it left zimvie. Lot was inspected and passed all acceptance criteria by qa. All sterilization activities were conducted with no nonconformities per sterilization record (B)(4). Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. Complaint history review was performed for the reported lot number (63882872) for similar events (complaint category keywords: pain and infection) and no other complaint was identified. Therefore, based on the available information, device malfunction did not occur. Infection could not be verified. However, the reported event could not be verified as the exact details of event were nonverifiable.

Event description:
No further event information is available at the time of this report.